Event description:
It was reported that balloon rupture occurred. The stenosis target lesion was located in the moderately tortuous superficial femoral artery. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.